Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err69. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err69. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A receiver log was unable to be downloaded. The reported event of an error icon display could not be confirmed. A root cause could not be determined.